Event description:
It was reported that the screen of the pump would randomly shut off when the customer tried to unlock it or perform a bolus, necessitating a restart to regain functionality. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further information was obtained nor additional actions required.